Event description:
It was reported that the patient caught his finger in a door and removed his entire fingernail. Patient used flamazine and jelonet to treat the finger, however after the first use it was not possible to remove the gauze because it was embedded into the nail bed. Customer tried to soak the finger in warm soapy water but it did not work and caused the patient extreme pain.